Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon examination, it was noted that the right ventricular lead had a high capture threshold. The physician intended to replace the lead; however, the replacement was canceled because the new lead could not be implanted due to the patient's anatomy. The physician made programming adjustments. The patient was in stable condition.